Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of #1 and #2 keys were not functioning, which was reproduced due to intermittent response from the #0, #1, and #2 keys experienced during evaluation. The device evaluation confirmed this to be caused by a failed keypad. The remaining keys were tested and were found to function as expected. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum infusion pump's #1 and #2 keys were not functioning. It was also reported that there was no pt injury.